Manufacturer narrative:
Additional information: h6. The reported incident could not be confirmed because insufficient information was provided. Despite repeated requests, no additional information could be obtained from the surgeon to further clarify the incident or the product stress conditions. An extended investigation revealed no problems related to the device or manufacturing, confirmed the correct cleaning and sterilization instructions for the non-sterile devices, and determined that infections are a known side effect listed in the instructions for use. Based on the investigation, there are no indications of a malfunctioning product or problems related to design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.

Event description:
It was reported that the right total joint was removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.